Event description:
Boston scientific was notified of an event in which a double catheter technique was being performed. The physician used an excelsior s1-10 microcatheter in conjunction with a silverspeed-10 guidewire and a prowler-14 45 degree microcatheter to the aneurysm without success. A gt12 90 degree microcatheter was used to access the aneurysm. A stretch resistant 7mm x 15cm detachable coil was deployed using a prowler-14 microcatheter. Subsequently, a 4mm x 8cm coil was deployed in excelsior sl-10 microcatheter, however resistance was felt at the hub. The coil then became jammed inside of its introducer sheath. Another 4mm x 8cm coil was attempted to be deployed in the excelsior sl-10 microcatheter, however the coil became jammed at the hub. The physician suspected that a piece of foreign material was occluding the hub. A silverspeed-10 guide wire passed through the microcatheter, however no foreign material was found. The microcatheter was flushed, and a piece of white material, less than 1.0mm, exited the microcatheter. The procedure was completed using another excelsior sl-10 microcatheter.